Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and compromised force sensor system error alarm at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor was noted. The pump had cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.